Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor did not deliver a biphasic plus within specifications.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not deliver biphasic pulse within specifications) was confirmed. As received, the monitor failed incoming testing and did not deliver a biphasic pulse within specifications. Upon investigation, capacitor c10 was thermally damaged on the ca board causing loose parts in the monitor. The cause for the test failure was isolated to a thermally damaged c10 capacitor on the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the defected monitor.